Event description:
A peritoneal dialysis (pd) patient reported encountering a fluid leak associated with pd treatment. The cassette was hard to insert and the cycler door popped open during drain 2 and cassette popped out. Treatment was stopped and fluid was discovered on the external of the cassette and in the pump module area of the cycler. Patient was not sure where the leak originated. The patient was advised to try the cycler the next day after letting it dry overnight. In a follow up, the patient's pd nurse said there was no harm or adverse event due to the fluid leak. The patient continues to use the same cycler. The patient could not determine where the leak came from. The cycler set is not available to return.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported encountering a fluid leak associated with pd treatment. The cassette was hard to insert and the cycler door popped open during drain 2 and cassette popped out. Treatment was stopped and fluid was discovered on the external of the cassette and in the pump module area of the cycler. Patient was not sure where the leak originated. The patient was advised to try the cycler the next day after letting it dry overnight. In a follow up, the patient's pd nurse said there was no harm or adverse event due to the fluid leak. The patient continues to use the same cycler. The patient could not determine where the leak came from. The cycler set is not available to return.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.